Manufacturer narrative:
Follow-up report will be issued when the manufacturer's investigation is complete.

Event description:
Customer states that "patient was found to have developed an unstageable pressure ulcer (due to slough present) or deep tissue injury on (B) (6) 2010 on the posterior left lower leg below the back of the knee area (posterior upper calf area). Wound size 4cm x 2 cm x 0.3cm depth. The wcn states that "the wound on the back of her leg was caused by scd. The tubing runs down the back of the present device."